Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs ipg has become inoperable. Company representative was not able to resolve the issue through multiple trouble shootings and confirmed the inoperable ipg on (B)(6) 2018. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein scs ipg was explanted. Patient was implanted with a new scs ipg.

Event description:
Additional information revealed that effective therapy has been restored post operatively.